Event description:
Additional information was received that this device was explanted and replaced with a non boston scientific device. There is no further information available.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). All available information suggests the device remains implanted. This report will be updated should further information become available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity for which device replacement is recommended. It was also reported that the impedance on the right atrial (ra) lead is high out of range. The two issues are not thought to be related. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.